Event description:
The intralase fs laser was used to create two channels for placement of intrastromal ring segments in the left (os) eye in 2008. Same day dr. Reported the laser had treated the incorrect incision axis. Pt was sutured and the correct incision was manually dissected. The pt was treated with topical steroids and a bandage soft contact lens was placed on os. The pt's preoperative best corrected visual acuity (bcva) was 20/50 os. Postoperatively, the pt's bcva is 20/30 os. The physician does not believe the event is device related.

Manufacturer narrative:
An intralase clinical development specialist (cds) visited the site as follow up to the reported event. The tech at the site reported that she had programmed the laser settings for both (ou) eyes instead of a left (os) eye only. While on site, cds checked the performance of the laser and found it performed as intended, and met specs.